Manufacturer narrative:
The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported "pain, and felt they were lopsided" and "ruptured". The device remains implanted. This record is for the right side.